Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the connecting tube had a coating peeling that was greater than or equal to 1 x 1 mm2. The bending angle in the up direction did not meet the standard value due to angle wire wear. In addition, insertion tube rotation ring deform, adhesive on the bending section cover crack, missing insertion tube rotation knob cover, and insertion tube deep scratch were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exeraiii bronchovideoscope has a damaged insertion tube- peeling. The event occurred during maintenance. During a standard service inspection of the customer returned device, connecting tube peeling greater than or equal to 1 x 1 mm2 was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the connecting tube peeling likely occurred from user handling the device such as physical stress, chemical stress or the storage environment. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding proper handling of the device which may have prevented the event: "preparation and inspection - inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The following information is stated in the instructions for use regarding reprocessing of the device which may have prevented the event: "precautions - warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. The following information is stated in the instructions for use regarding storage and disposal of the device which may have prevented the event: "warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.